Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that it was confirmed there was a cassette attachment issue. Device also had a crack in the battery compartment. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of cassette attachment error. Review of event log found no related alarms. No service records found. Confirmed reported complaint by performing visual and functional testing. Found that the downstream occlusion (dso) is nonreactive causing the cassette attachment issue. Also found crack inside battery compartment. Replaced dso sensor, dso seal, and battery compartment. Device passed all testing after repairs.